Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-15378, 15380. It was reported the patient experiences ineffective stimulation. The patient also experiences discomfort at the ipg site due to the location of the ipg. Surgical intervention was undertaken on (B)(6) 2014 and the leads were explanted and replaced. Additionally, the patient's ipg was relocated from her flank to her upper buttock. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.